Manufacturer narrative:
Elevated iop is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4)

Event description:
Clinical follow-up was requested and on 10/26/2017 the surgeon reported the following information. The cataract surgery with istent implantation was uneventful although some difficulty inserting the device was noted. Intra-operatively there was mild bleeding around the istent insertion site. The hyphema and vitreous hemorrhage were self-resolving with no adverse impact. An intraocular pressure (iop) increase was noted at one week postop, which was treated with simbrinza. The patient's current status is "good" and the event has resolved.

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers were not provided. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. Vitreous hemorrhage and hyphema are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that an istent patient presented on postoperative day one with hyphema and vitreous hemorrhage. Additional information has been requested.